Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator had a battery voltage greater than 2.65 volts at 27 months post implant. This device was part of the shortened replacement window advisory. Technical services (ts) discussed the mathematical modeling of the advisory is to make sure that the window between ert and eol is preserved, there could still be battery depletion. Ts further discussed that a save to disk could be performed for longevity and recommended that this patient be followed up every 3 months. No adverse patient effects were reported. Additional information indicates that this crt-d was explanted approximately three years later for normal battery depletion (nbd).

Manufacturer narrative:
Analysis was performed at our (B)(4) laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.